Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer was concerned that most of the results generated on the night shift for the architect stat high sensitive troponin-I assay were falsely positive. Results were reported out of the lab with physicians questioning some of the results. An error code indicating liquid not found in the reagent pack occurred at 02:58 am. The pack was replaced and controls were run that were within specifications. Some previously tested patient samples were retested and corrected reports dispatched. The customer decided to retest 113 samples from the previous night after replacing the analyzer's sample probe. There have been no reports of any adverse impact to patient care due to this issue.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and found tha the stat wash station calibration tab was raised out of the wash station. The stat probe was replaced and calibrated by the customer to resolve observed splattering around the stat diverter assembly. Subsequent instrument operations were acceptable. Additional service activities were performed; however, the fse considered the likely cause to be the result of inaccurate reagent kit inventory tracking of the stat high sensitive troponin-I kit that was in use when the system control center (scc) was replaced one week earlier and restored with a two day old backup. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect systems operations manual and the architect stat high sensitive troponin-I assay package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended .